Manufacturer narrative:
Pt weight: unk. Event date: unk. (B)(4). Method: work order search. Results: a lens work order search was performed and two similar complaints were found within the work order. Conclusions: (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens not returned.

Manufacturer narrative:
Visual inspection of the returned product found pieces of one haptic torn off and missing. The lens was returned dry and there was evidence of dark surgical residue on the lens surface. Based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Per medical review - reportedly, by hcp, icl was explanted/exchanged for a shorter length icl, one week postoperatively, to address excessive vaulting and subsequent elevated iop (24 mmhg). After lens exchange iop was returned to normal and patient was doing great. Given all this information combined with literature review, it is very likely that procedure related factor (miscalculation) have caused the reported event. Based on the complaint history, work order search, medical review and the evaluation of the returned product, a likely cause of the event was determined to be procedure related factor (miscalculation). (B)(4).

Manufacturer narrative:
Results: the lens was rehydrated in bss for re-measurement. The lens length was measured and the result of the measurement was compared against the original value and the lens was found to be in specification. (B)(4).

Manufacturer narrative:
Age at time of event - (B)(6). (B)(4).

Event description:
The reporter stated the surgeon implanted a 13.2mm micl 13.2 implantable collamer lens in the patient's right eye (od) on (B)(6) 2014. The lens was explanted on (B)(6) 2014 due to excessive vaulting. The patient experienced blurry vision and elevated intraocular pressure (24 mm hg). The lens was exchanged for a shorter lens and the problem was resolved. The patient is doing great and the intraocular pressure (iop) is normal.